Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this left ventricular (lv) lead had infection. There were no additional adverse patient effects reported. The lv lead remains in service as there was no confirmation that this lead was explanted.